Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with programming the insulin pump since she was not using after having a stroke and being in rehab. During the call, the customer reported being in the emergency room with high blood glucose of 1765mg/dl. The customer had a stroke and went into coma. While reviewing the settings, it noticed that the customer has a sensitivity of 9, and the insulin pump will only go as low as 10. The customer was advised to contact her doctor for the settings. No further information was provided.